Event description:
It was reported that while unpacking for a percutaneous transluminal coronary angioplasty (ptca) procedure, the pouch seal was compromised. A maverick 2 monorail 20mm x 2.5mm balloon catheter had been selected to treat an unspecified lesion. While unpacking the device, it was noticed that the seal on the device pouch was compromised. The device did not contact the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
Device analysis: product analysis could not confirm the package seal compromise stated in this complaint. The device was returned in the inner pouch and outer box. The outer box was inspected and it was found that someone had written on the outside of the outer box "pouch was already open. Not sterile." The inner pouch was received open. The bag seal was inspected and there was no damage or abnormalities found. After review of the shop floor paperwork, there are no indications that a pouch was sent opened or unsealed when shipped for the reported batch or that any unusual circumstances were encountered during this batch processing. This manufacturing records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause could not be determined.